Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Alerts 01 patient line open, 02 low flow seen in event log. During the equipment test, the circulation pump command was set to 100%, but the pressure was measured at only 2 psi, and the flow rate was recorded at 0.7l/m. Replaced circulation pump. Right caster was broken. Replaced caster without brake. This device was evaluated for functionality per baw2800549. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. Dfmea ra2800010, revision 27 was reviewed for this investigation. The reported event is addressed in step # d265. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow alarm issue. Per review of wo on 10dec2025, there was no patient involvement. Per sample evaluation results received via task on 06jan2026, it was reported that the right caster was broken.